Event description:
It was reported the patient had a zapping in her right leg "above the knee and inner thigh" and that it felt "like a needle." The patient's symptoms started 3-4 weeks prior to report, when it was also noted the patient saw her leg was swollen. There was no known accident or incident related to the symptoms. The patient was not sure when the zapping started due to pain in her leg. The patient went to the hospital 2 weeks prior to report to get a steroid injection for her knee. The patient had gone to the ER for her leg due to not knowing what was causing the pain. The patient could feel the "electrode zapping her" and it was thought to have been causing the patient's leg pain. It was noted the patient "had to" turn stimulation down the day prior to report from 1.8 v to 2.0 v. Stimulation was noted to have been in the wrong location, zapping in the leg and not the bladder. It was also reported the patient had turned stimulation down the day prior and then "turned it up to see if that was hitting her knee." The patient was having trouble emptying her bladder, and the patient would turn stimulation "way down" to empty her bladder. There was no activity reported to have caused the patient's changes. The patient was going to see a practitioner on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot # v015098, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-33, lot# v015098, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's wires were broken and the device system was replaced. The patient thought it was in 2011 when they had the batteries changed it gave them a lot of pain in the area of the right back side and buttocks area. The patient was back and forth to the office and was on the phone for adjustments and it was also not working. Then in and around earlier 2013 it was not working good hardly at all. The patient was getting shocks in their lower back area and up the back to the back of their neck. The patient started having a terrible taste of metal in their mouth and it scared them. They would turn it up to feel the shocks and had to turn it off and back up and down. The patient had nerve damage in both legs. The patient had gone to their health care provider's (hcp's) office for them to reset it or turn it off completely. It was supposed to stimulate the bladder area with the lead wires. When the patient went to the hcp's office in 2013, they were told that the wires had a break in them and that was why it was not operating correctly. They had to turn off the neurostimulator completely. The patient had to undergo another surgery at the hospital. The patient did not break the lead and did not know how it happened. The patient would be going back to their hcp's office on (B)(6) 2014 and would ask if they still had the device that had been replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.